Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) had no forward flow. The team open and closed the flow sensor and the issue remained. The centrifugal head was checked and found to be seated properly within the drive motor. The clinician started to hand crank when the team placed the centrifugal head back into the drive motor again and the issue was resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) found that per the data log review, the ccu was off at the time of the incident which would cause no flow. There was nothing in the log data to indicate there was any issue that might have triggered the pump to stop, it would have been due to user interaction with the ccu. The ccu, centrifugal motor, and flow meter passed functional testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: b1, b2 and b5. Per data log review: there were no errors logged. The pump started and stopped based on user command, and there were no motor errors or any internal triggers that would cause an alarm. The log is based on 24 hours and the ccu had no indications of a faulty ccu or motor.

Event description:
Per clinical review: on (B)(6) 2024, the team experienced a problem with their centrifugal control unit (ccu) during cardiopulmonary bypass (cpb) whereby no forward flow was established. The pump was primed normally, but when the clinician went to initiate cpb, they had no forward flow. The user felt that they had revolutions per minute (rpms) but still no forward flow. The team checked the seating of the centrifugal head within the drive motor. The clinician opted to hand crank. Thereafter, the team placed the centrifugal head back into the drive motor and the issue resolved. The ccu log was reviewed and there were no logged errors indicating the pump was not behaving normally. The pump started and stopped based on user command. The procedure was completed successfully with no delay, no blood loss, and no adverse event.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.